Event description:
The customer reports at the end of an endobronchial ultrasound, transbronchial needle aspiration (ebus-tbna) procedure using a single use aspiration needle and a linear bronchoscope, the physician noted that the patient¿s vocal cords seemed to be snagged. The needle was not extended out of the sheath, but the sheath was in the scope. The doctor did not report any resistance or difficulties during the case. The doctor pushed epinephrine to clear up the injured area once the issue was discovered. No further consequences to the patient have been reported. Additional details regarding the patient and event have been requested. At this time, no additional information has been provided. Case with patient identifier (B)(6) reports the single use aspiration needle used in the procedure. Case with patient identifier (B)(6) reports the scope used in the procedure.